Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A hospital reported that during a procedure the laser changed modes from pulse to continuous without using the controls. No pt harm occurred. Add'l info has been requested but not received to date.